Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes customer found that the blood collection tube was broken when she was about to collect blood from the patient. The following information was provided by the initial reporter. The customer stated: after the nurse processed the doctor's order, she found that the blood collection tube was broken when she was about to collect blood from the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-08-14. H.6 investigation summary: bd received one sample and one photo for investigation. The sample and photo were reviewed and the indicated failure mode for broken tube was observed. Additionally, the customer samples along with eighty (80) retention samples from bd inventory, were evaluated by visual examination and the issue of broken tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of broken tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : se h.10.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes customer found that the blood collection tube was broken when she was about to collect blood from the patient. The following information was provided by the initial reporter. The customer stated: after the nurse processed the doctor's order, she found that the blood collection tube was broken when she was about to collect blood from the patient.